Manufacturer narrative:
The returned genesis ii components were examined visually, dimensionally, and functionally. The purpose of this investigation was to examine the returned components. No destructive testing was carried out. The returned tibial tray grit blasted surface had no bone cement attached to it. The grit blasted surface had burnished due to the relative motion between the cement and tray. Surface roughness measurement on a region away from the burnishing on the tibial tray grit blast surface was performed utilizing a surface profilometer. The roughness measurement was within specification. A functional test on the tibial tray was performed by attaching bone cement at a non-burnished location. The bone cement was well bonded to the tibial tray and no signs of loosening were observed even with the application of force. The polyethylene insert has pitting on the articulating surfaces likely caused due to bone cement debris from the tibial tray. The backside of the insert has burnishing likely caused due to usage. The oxinium femoral component has bone cement well bonded to the grit blasted surface. The articulating surface has minor scratches on the posterior medial condyle and line scratch on the lateral condyle. Sem/edxa of the scratched region on the posterior medial condyle showed titanium material on the surface confirming the scratch likely occurred due to contact with tibial baseplate either during implantation/extraction. The femoral component also has scratches on sides that appeared to have been caused by instrument during removal. Based on the examination of the components, the tibial tray grit blast surface has no bone cement attached and the surface appeared burnished which both indicate a degree of loosening of the tibial tray component. Laboratory tests have shown that cement preparation, cement surface contamination, and surface roughness can have an effect on cement adhesion.

Event description:
It has been reported that a revision surgery was performed due to aseptic loosening of the tibia due to osteolysis.